Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were sticky or non responsive and squirting during priming. Customer also reported that the insulin pump had diminished battery life 1 week to month, prime rewind more than once and scratches on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.